Event description:
The customer reported that the system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced connector pins on the generator cable. The system operates as intended.